Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a ventricular loss of capture with an abnormal increase in thresholds and impedance level. The patient experienced a syncopal episode. The physician elected to explant the ipg.

Manufacturer narrative:
Event conclusion: upon receipt at cpi, the device paced and sensed normally and passed automated electrical measurements. Lead impedance measurements reflected accurate measurements. A microscopic visual inspection noted small traces of silicone on both of the ventricle spring electrodes in the proximal connector and on the single spring electrode in the distal connector. However, because no device functionality problems could be isolated during the device analysis, it is unknown if the silicone contributed to the problems seen prior to the explant procedure.